Event description:
The catheter was found to be kinked when the physician turned the catheter hub to select a blood vessel. This happened after removal of the guidewire. There was no adverse pt effects and the dr did not need to take any interventional action.

Manufacturer narrative:
The investigation is anticipated but has not yet begun. A follow-up report will be submitted when it is complete.